Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the drive support cap was protruded. The customer¿s blood glucose level was 252 mg/dl. The customer was treated with the insulin pump. The troubleshooting was performed for high blood glucose and damage. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer was advised that the insulin pump will need to be replaced and follow the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened all buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No loose drive support disk during visual inspection.